Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773. Product ID: 9735787. H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system showed a red battery symbol. Unknown whether it was on the camera cart or main cart. A technical services (ts) update reported that during navigation, the camera cart said "unable to connect" and the main cart monitor became black. The manufacturing representative (rep) moved to another outlet, and they proceeded with the case. 10 minutes later, the camera cart unexpectedly shut down and was unable to boot back up. After the case, the rep was able to boot up the camera cart after multiple attempts. When plugged into wall power, self-test showed the main cart battery flickering between 100% and 0%, and the camera cart was at 100%. The rep performed a battery test and the camera cart decreased as expected, but the main cart flickered between 92% and 95%. The rep did not have tools to check the uninterruptible power supply (ups), internal power cable, and battery at the time of call. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced and the system then performed as in tended. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the uninterruptible power supply (ups), lot number: 19370291, was returned to the manufacturer for analysis. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.